Event description:
The indicated device was sent to deltec's svc and repair dept for an unk problem. During a telephone call between the customer and a deltex s & r personnel, it was learned that an alleged overinfusion occurred with this device. The incident was determined to be a complaint and also was determined to be reportable as a malfunction. The only details provided by the rptr to date have been: an overinfusion is alleged to have occurred. The device was being used on a pt at the time of the alleged incident. There was no complication or incident related medical sequelae to the pt.